Manufacturer narrative:
(B)(4). Mesh protrusion. Dyspareunia. Additional information: it was reported that due to mesh erosion,protrusion, abdominal/vaginal pain and dyspareunia, mesh was revised on (B)(6) 2006.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence, pelvic organ prolapse, cystocele, rectocele, and pelvic pain concurrently with a cystoscopy. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to FDA: 01/10/2017. It was reported that patient underwent transvaginal urethrolysis, excision and incision of the scar tissue in the perivesical space on each side, autologous partial sling with a donor site from the lower abdomen, exploration of the right adductor fossa for mesh removal on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent removal of anterior mesh, excision of mesh from left adductor fossa, removal of distal obturator arm, removal of mesh posterior arms and transvaginal cystolysis on (B)(6) 2010 due to pain and inability to have relations.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01246. The same patient is represented in each medwatch.